Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced low blood glucose (bg) of 44 mg/dl with a severe headache, a stomach ache, shakiness and unsteadiness when standing and walking associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting indicated all bolus settings and histories were correct and the pump was calculating bolus dosages correctly. Troubleshooting also indicated the following diabetes management factors contributed to the alleged bg excursion: a recent severe hypoglycemia. The reported alleged that the pump¿s delivery of insulin was not accurate since around 40 units of insulin seemingly disappeared. There were no defects found with the pump but it is being replaced because of insistence from a healthcare provider who believes the pump is unsafe. This complaint is being reported based on the allegation that the patient experienced hypoglycemia because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission: 30-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2018 with the following findings: on investigation, the pump powered on normally and was exercised for 24 hours without any errors, alarms or warnings. At the conclusion of the exercise all deliveries were recorded as accurate according to the programmed settings. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.